Event description:
Complanant alleged that during routine preventative maintenance the device's control switches on the paddles were inoperable. Complainant indicated that there was no pt involvement in the reported malfunction.